Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with a 12ml syringe. Based on potential conclusion codes the following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and during the first attempt to inflate the balloon, a pinhole leak was confirmed in the balloon. The pinhole leak was located at 7 mm proximal from the proximal edge of the distal markerband. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination was performed on the returned device. It was noted all blades were fully bonded onto the balloon with no damage present. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage present along the shaft. No other issues were identified during the product analysis.